Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose of 493 mg/dl after the infusion set site fell out. Customer changed infusion set site and tandem customer technical services assisted the customer with administering a correction bolus. At the time of follow up call blood glucose levels returned near target. Customer was unable to provide infusion set manufacturer.